Event description:
It was reported that device was seized. There was no patient impact. Additional information received upon evaluation stating that the distal bearings got detached.

Manufacturer narrative:
B3: date of event notification: 30.04.2026 g3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation of the device determined that the malfunction of device seized could not be reproduced. However it was noted that the distal bearings got detached. The likely cause of the failure could not be determined. It was also noted that non-flanged bearings, input and output shaft bearings, tube bearings were worn and housing nut came loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.